Event description:
During a follow-up, out of range lead impedance was observed. Low impedance was observed on svc to can vector. It was noted that the patient had a cardio surgery procedure and then noticed the change in impedance. Possible lead insulation damage was also reported. The physician decided to reprogram to rv to can only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.